Event description:
Procedure performed: hysterectomy. Event description: limited information available at the time of report. Two of the trocars broke during surgery. Surgeon used a 12mm trocar to retrieve the pieces from the patient. There was no patient injury. The devices are available for return. Additional information received via email on 31jul2019 from material coord there were no concomitant devices used with the trocars. Patient left the or stable - unsure of current status. Pieces that broke off of trocars were retrieved and surgery was completed using 12 mm trocar instead of 8 mm. Unsure where the fracture occurred. The fracture occurred after the trocars were inserted in usual fashion, a small round piece of plastic fell out from somewhere inside the trocar into the patient abdomen. The fracture did not cause particulation. All pieces were retrieved from the patient. The port was an ancillary port for laparoscopy. Port was inserted through the abdomen following insufflation to allow for insertion of instruments during laparoscopy. There are photos available that show the break. Intervention: used a 12mm trocar to retrieve pieces from patient. Patient status: patient left the or stable.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation along with the shield, a clear plastic component of the seal. Visual inspection of the event unit confirmed the complainant's experience of seal component separation. Based on the condition of the returned unit, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical's instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing."

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: hysterectomy. Event description: limited information available at the time of report. Two of the trocars broke during surgery. Surgeon used a 12mm trocar to retrieve the pieces from the patient. There was no patient injury. The devices are available for return. Additional information received via email on 31jul2019 from material coord there were no concomitant devices used with the trocars. Patient left the or stable - unsure of current status. Pieces that broke off of trocars were retrieved and surgery was completed using 12 mm trocar instead of 8 mm. Unsure where the fracture occurred. The fracture occurred after the trocars were inserted in usual fashion, a small round piece of plastic fell out from somewhere inside the trocar into the patient abdomen. The fracture did not cause particulation. All pieces were retrieved from the patient. The port was an ancillary port for laparoscopy. Port was inserted through the abdomen following insufflation to allow for insertion of instruments during laparoscopy. There are photos available that show the break. Intervention: used a 12mm trocar to retrieve pieces from patient. Patient status: patient left the or stable.